Event description:
It was reported that the insulin pump was returned without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device was received with the currents within specifications.